Event description:
A female patient called lifecor customer support to report that, the battery packs are lasting no more than twelve hours. Support contacted the lifecor patient service representative (psr) to replace the monitor, two battery packs and a battery charger.

Manufacturer narrative:
Device manufacture device: monitor - 09/2006. Battery charger - 06/2006. Battery pack - 02/2007. Battery pack - 03/2007. Device evaluation summary: device evaluations of monitor, battery charger, battery packs have been completed. The reported problem was confirmed. The monitor had a damaged battery connector that allowed power up, but would not allow communication with the batteries properly. The root cause of the damage cannot be positively identified, but appears to be the result of the battery pack being forced into a misaligned connector. The connector was repaired. The monitor was retested and then restocked. Battery packs both tested functionally normally and were restocked. Battery charger tested functionally normally and was restocked. The damaged connector on the monitor was replaced. No adverse event resulted from the damaged monitor. The patient received a replacement monitor, a replacement battery charger and two replacement battery packs.